Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (damaged) issue; the display is cracked. Animas made several attempts to contact the reporter in follow up to obtain further information, but was unsuccessful. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.